Manufacturer narrative:
The patient complained that the sensor, which was inserted during the insertion procedure on (B)(6) 2024, could not be linked with the transmitter. A transmitter diagnostic log was initially requested from the patient. But since the patient did not have pc , no diagnostic log was available for conducting analysis. The patient was asked to try linking the sensor with another transmitter. But meanwhile, the hcp confirmed that the sensor remained inside the insertion tool during the procedure and did not notice it. Since the hcp believed that sensor was inserted successfully, the insertion tool was discarded as it is for a one-time use. Thus, insertion tool was also not accessible for further evaluation and the root cause of the incident could not be determined. As part of resolution, a new sensor was sent to the user for re-insertion. This report is being submitted because the patient has to go through another insertion procedure.

Event description:
Senseonics was made aware of an incident where the patient had to go through another insertion procedure because during the initial insertion procedure on (B)(6) 2025, the sensor remained in the insertion tool but was believed to be inserted. But the sensor could not be linked or detected with the transmitter. The hcp later found that no sensor was present in the arm.